Event description:
Scope blurry during case, causing delay in case and increased anesthesia time; sterilization issues ruled out (no leaks). Scope had recently been repaired in march 2023 for same issue.